Event description:
The user bumped with the implant area into another head while playing/fighting. After this incident he could not hear anymore. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user bumped with the implant area into another head while playing/fighting. After this incident he could not hear anymore. The user has been re-implanted.

Manufacturer narrative:
According to the information received from the field the device was damaged due to an external impact to the device. The concerned device was explanted but has not been received for investigation yet. This is a final report.